Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) level was 600 mg/dl. Customer required assistance from mother to hydrate and administer a manual injection to address bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.